Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 22 in the mouth, primary stability was not obtained. The implant (and the driver) fractured due to over-torque and was removed. Another implant was not placed in the same site. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 22 in the mouth, primary stability was not obtained. The implant (and the driver) fractured due to over-torque and was removed. Another implant was not placed in the same site. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 22 in the mouth, primary stability was not obtained. The implant (and the driver) fractured due to over-torque and was removed. Another implant was not placed in the same site. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.